Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture - baker grade unknown, "pain" (non device related) and "tightness." Patient reported "bottomed out", "sits way lower than the other one", "hard", "very painful", "very sore" and "shooting pain at the incision line." Healthcare professional confirmed capsular contracture baker grade IV. Device remains implanted.